Manufacturer narrative:
Device evaluation of monitor has been completed.  The reported problem (unable to communicate) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing.  The monitor's electrode belt receptacle missing from the monitor case. The root cause for the damaged receptacle was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed.  The reported problem (unable to communicate) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing.  The monitor's electrode belt receptacle missing from the monitor case. The root cause for the damaged receptacle was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with an electrode belt.